Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.event is being reported to FDA on one medwatch as the limited information available indicates that a procedure occurred. Should additional information be received regarding the procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Remains implanted.

Event description:
It was reported that patient underwent a knee arthroplasty on an unknown date. Subsequently, the patient underwent an arthroscopy procedure on an unknown date due to cyclops lesions. No further information has been provided.